Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set leaked insulin from the luer lock connection. No adverse event was reported. The alleged product was requested for evaluation.